Event description:
It was reported that during a colonoscopy procedure, device damage occurred. The lesion was located in an unspecified portion of the colon. At an unspecified time during the procedure but outside the pt, the active cord plug inlet area of the captivator polypectomy snare was split in half. It was further noted that the male adapter on the snare was also damaged. The device was not used and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".